Event description:
It was reported that the patient's tremor increased and the lead impedance was checked. All electrodes showed over 2000 ohms. No stimulation occurred when the electrode settings were changed. The hcp suspected a fracture and an x-ray was taken. The extension fracture was observed in the x-ray, the hcp decided to replace. The extension was replaced (B)(6) 2011.

Manufacturer narrative:
(B)(4): analysis of extension model 7482 serial number (B)(4) determined the # 0 and 3 conductors were broken at the weld. The conductor was broken at the distal end of the extension up to the transition point.